Event description:
Caller tested 6.4 inr on the coaguchek xs system 1 while a professional coaguchek xs system 2 returned as 3.2 inr. Caller reports difficulty obtaining a blood drop with the result of 6.4 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in canada. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 22370721, expiration date 06/30/2015). Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 2.